Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Regulatory agency reported left side "prosthetic rupture." Device has been explanted.

Event description:
Regulatory agency reports patient re-operated surgically for left breast rupture diagnosed by breast ultrasound. The device has been explanted.